Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) presented a deflation problem. Troubleshooting measures were recommended and performed but were not successful. The patient was suggested make an appointment with a physician. The ipp is currently implanted. There is no additional information reported.

Manufacturer narrative:
B3 approximated. D4 unique identifier (UDI) for crx 18: (B)(4).